Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed an error and that it started buzzing crazily. The blood glucose reading was 143 mg/dl. The customer stated that he saw the error code, pressed esc, and the insulin pump had to reset. Afterward, he stated that the device appeared to be working fine. Another error was also observed in the alarm history. He stated that the error alarm was recurring during normal device use. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.